Event description:
It was reported that on 08 oct 2014 during a procedure to treat a saphenous vein graft to the left anterior descending (lad) artery which was 100% occluded proximally and thrombosed all the way, a 6f sheath and a balance middleweight guide wire were advanced easily through the graft to the lad. A non-abbott extraction catheter was used on multiple occasions and organized thrombus was suctioned. Ballooning was then performed distal at the anastomosis and distally in multiple locations. After obtaining some flow, a perforation to the lad was noted. Angiomax was stopped when the perforation was noted. A balloon was advanced and tamponade for 6 minutes initially and then for another 10 minutes. Multiple pictures were taken to make sure the perforation was sealed and then subsequently some imaging showed that the perforation was not sealed. A 2.8x19 mm rx graftmaster stent system was advanced and inflated at 14 atmospheres for 2 minutes. However, a leak was noted around the stent graft. A 2.8x16 mm rx graftmaster stent system was placed and inflated to 16 atmospheres. Echocardiogram was obtained and it showed a small effusion. A 3.5x20 mm non-compliant balloon was inflated to 18 atmospheres. A coil was delivered and by the time that the coiling was performed the perforation was almost sealed. Echocardiogram at the end of the procedure showed moderate pericardial effusion and no indication for pericardiocentesis. At the end of the procedure flow was 0 to the graft to the lad distally and there was no evidence of any further leak. The patient was hemodynamically stable. There was no reported clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). Case description continued: on (B)(6) 2014, the patient was alert and denied any chest pain. The patient was hemodynamically stable and rhythm was regular with no evidence of any ventricular arrhythmias. Echocardiogram showed moderate pericardial bleeding, no tamponade. The patient had a do not resuscitate order and expired on (B)(6) 2014. No additional information was provided. The graftmaster 2.8x16 mm referenced is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint history of the reported lot did not indicate a manufacturing issue. The reported patient effect of hemorrhage and death as listed in the graftmaster rx instructions for use are known patient effects that may be associated with coronary stenting. Based on the information reviewed, there is no indication of a product deficiency.